Event description:
It was reported that the procedure was to treat an unknown vessel. A 4.0 x 12 mm xience v stent delivery system (sds) was being advanced when it was noticed that the stent implant had moved slightly on the balloon. Another 4.0 x 12 mm xience v sds was used; however, it would not cross the lesion. The sds was removed and to complete the procedure plain old balloon angioplasty (poba) was performed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The loose/moved stent was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.